Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 08-nov-2018. It was reported that the shaft broke at a portion that cannot enter the body. A 3.50x32mm promus element plus drug-eluting stent was advanced through the guide catheter. However, the shaft broke 10 to 13cm from the hub. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a hypotube break in a location that could enter the body. Promus element plus,mr,ous 3.50x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found no damage. A visual and tactile examination of the hypotube found a hypotube break 230mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.